Manufacturer narrative:
(B)(4). The insulin pump was unable to prime during the prime test and a motor error alarm occurred during the basic occlusion test due to a faulty force sensor resistor. The insulin pump passed the idle current test, the run current test, the self test, the off no power test, the unexpected restart error test, the displacement test, and the rewind test. Analysis unable to perform the occlusion test and the excessive no delivery test due to the priming anomaly. The insulin pump's motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was unknown. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.